Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. The cause of the high bg was unknown. No additional information was provided. Multiple follow-up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.

Manufacturer narrative:
Device not returned.